Event description:
On 3/19/99 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The deployment was reportedly uneventful. A sterile bowl was placed over the groin site for 20 mins; the suture was clipped at skin level using sterile technique. A breathable dresing was placed over the site, and the pt was discharged to home. On 3/22/99, the pt noted a painful lump at the right groin site. On 3/23/99, a "slightly bloody sticky substance" was noted at the site. On 3/24/99 the pt was admitted to the hosp with a purulent drainage. An infectious disease consult was obtained. An incision and drainage was performed on 3/25/99, with vancomycin 2 gm administered every 12 hrs. On 3/29/99 there was surgical repair and the wound was closed. On 4/1/99 the pt was discharged. As of 4/19/99 there has been no further report to the MFR of complication or add'l pt sequelae.